Manufacturer narrative:
Analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen due to the touchscreen. It was noted a stylus calibration didn't solved the problem. Analysis also found the power bay cover was broken and the upper bullet was missing. It was noted software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with pen calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.